Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 256 mg/dl. Troubleshooting was done. Nothing further reported.